Event description:
Consumer stated that she was using the massager. She placed the massager into infrared and approximately 2 mins later it burnt her left thigh that was partly under her clothing and parts that had direct contact to the unit. She applied ice immediately to the wound but later it was swollen and was very painful. She was seen the following day by her physician who advised that she had sustained 2nd - 3rd degree burns. She was treated and sent home for followup wound care the following week. Consumer had not contacted the manufacturer as yet. Consumer feels that this massager is a health hazard and should be reported. Retailer: (B)(6). Purchase date: (B)(6) 2008; this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. Cpsc document number: (B)(4). Report number: (B)(4).